Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 66 year old male patient for support during a high risk cardiac procedure. It was reported that after the 14fr introducer was withdrawn from the body over an 0.035¿ wire, and as the physician proceeded to deploy the perclose sutures, both sutures were pulled from the body simultaneously with a small portion of tissue connected to one of the sutures. 14fr introducer was reinserted over the same wire and the groin site was stable. Vascular surgery was consulted for surgical introducer removal and arterial closure, which was done in the same procedure setting successfully. The patient survived the procedure.

Manufacturer narrative:
Investigation summary: access site adverse event/vascular dissection: the cause of access site adverse event/vascular dissection was most likely use related since the sutures were pulled out while deploying the perclose sutures.